Event description:
It was reported that the 9800 system would not boot up even after several attempts. It was also found that the generator would show a filament error at exposures above 75kvp. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the single board computer, the generator driver pcb and mainframe batteries (bio-meds replaced batteries). Generator calibration completed. The system was tested and found to be working as intended and placed back into service.